Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that "when the doctor used suture to suture the second stitch , it was found that the needle tail and suture were broken". * please confirm if both needle and suture broke into separate pieces or if only the needle tail broke. --only the needle tail broke * were there any patient consequences? --no. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cleft lip and palate procedure on (B)(6) 2024 and suture was used. During surgery, it was used for surgical suturing. When the doctor used suture to suture the second stitch, it was found that the needle tail and suture were broken. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.